Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2014, the implant date, as no event date was reported. (B)(4). The complaint device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo device was implanted into the patient during a procedure performed on (B)(6) 2014. As reported by the patient's attorney, the patient has experienced abdominal and pelvic pain, vaginal and groin pain, recurrent infections, incontinence, recurrent prolapse, dysuria, urinary frequency and scarring. Boston scientific has been unable to obtain additional information regarding the event to date.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo device was implanted into the patient during a procedure performed on (B)(6) 2014. As reported by the patient's attorney, the patient has experienced abdominal and pelvic pain, vaginal and groin pain, recurrent infections, incontinence, recurrent prolapse, dysuria, urinary frequency and scarring. Additional information received january 12, 2022: it was reported to boston scientific corporation that an obtryx system - halo device was implanted into the patient during a tot + biopsy + fulguration of bladder lesion procedure performed on (B)(6) 2014 for the treatment of stress urine incontinence, intrinsic sphincter deficiency and bladder lesions. The procedure was concomitant with a turbt (transurethral resection of bladder tumor) for bladder cancer. The patient reports doing well from a voiding standpoint after the surgery. On (B)(6) 2019, had an office visit follow up for possible mesh repair and reported an onset of urinary symptoms in the summer of 2019 (no incontinence prior to that summer). The patient was 5 years out from bladder cancer and last had a follow up cystoscopy in (B)(6) 2018 but no information regarding the result. Her urinary symptoms included frequency (voiding every 1-2 hours), small amount of urgency most of the time with a small amount of urge incontinence every time, and leakage when standing. Pelvic exam found deflection of the urethra (30-40 degrees when straining). The patient had no prolapse and there was no evidence of any exposed mesh vaginally. The patient had a cystoscopy (B)(6) 2019 which was unremarkable, and was given 8 week samples of myrbetriq at that visit. The patient took the full 8 weeks, but did not notice much difference with the myrbetriq. She reports perhaps had a little less urgency, but symptoms were otherwise about the same. On (B)(6) 2020, the patient was seen for urodynamics and reported bilateral suprapubic area discomfort/pelvic bone pain intermittently since early summer and had a pelvic ultrasound with her gynecologist. Urodynamics showed sensory urgency, abdominal straining during voiding, possible dysfunctional voiding. Patient was mainly bothered by frequency and urgency symptoms. After several office visits, patient finally had mesh excision on (B)(6) 2020, and had placement of a retropubic autologous fascial urethral sling at the proximal and mid urethra. She also had anterior repair with cystoscopy on (B)(6) 2020. Preoperatively diagnosed with pain with mesh urethral sling. Patient tolerated the procedure well and was transferred to recovery room in stable condition. Patient had significant improvement of symptoms of frequency and urgency with her surgery but still had some mild urge incontinence. Patient was given prescription for myrbetriq 50 mg when she was seen on (B)(6) 2020, but was unable to fill the prescription. She subsequently tried tolterodine ER 4 mg and also tried oxybutynin ER 10 mg, but had no help with either medication. A new prescription for myrbetriq 50 mg was sent (B)(6) 2021.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown; however, it was reported that the patient had an onset of urinary symptoms in summer 2019. Therefore, the event date has been approximated to (B)(6) 2019. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). Block h6: patient codes e1002, e2330, e1301, e1906, e1715, e2311 and e2337 capture the reportable events of abdominal pain, pelvic, vaginal, and groin pain, dysuria, recurrent infections, scarring and deflection of the urethra. Impact codes f1903 and f1905 capture the reportable events of mesh excision and retropubic autologous fascial urethral sling placement. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the removed mesh is not expected to be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Blocks b5, b7 and h6: patient codes and impact codes have been updated based on the information received on september 20, 2022. Block b3 date of event: the exact event onset date is unknown; however, it was reported that the patient had an onset of urinary symptoms in summer 2019. Therefore, the event date has been approximated to july 1, 2019. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). Block h6: patient codes e1002, e2330, e1301, e1906, e1715, e2311, e2337, e2006, e0123, and e0123 capture the reportable events of abdominal pain, pelvic, vaginal, and groin pain, dysuria, recurrent infections, scarring and deflection of the urethra, mesh almost protruding through the vaginal mucosa, obturator neuralgia and pudendal neuralgia, tenderness associated with the right obturator internus muscle; along the right inferior pubic ramus; and right sacrospinous ligament complex, fibrous tissue and skeletal muscle with chronic inflammation. Impact codes f1903, f1905 and f1901capture the reportable events of mesh excision and bilateral groin dissection with excision of the remaining mesh, retropubic autologous fascial urethral sling placement, and cystocele repair. Block 11: g2 report source has been corrected.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo device was implanted into the patient during a procedure performed on (B)(6) 2014. As reported by the patient's attorney, the patient has experienced abdominal and pelvic pain, vaginal and groin pain, recurrent infections, incontinence, recurrent prolapse, dysuria, urinary frequency and scarring. Additional information received january 12, 2022. It was reported to boston scientific corporation that an obtryx system - halo device was implanted into the patient during a tot + biopsy + fulguration of bladder lesion procedure performed on (B)(6) 2014 for the treatment of stress urine incontinence, intrinsic sphincter deficiency and bladder lesions. The procedure was concomitant with a turbt (transurethral resection of bladder tumor) for bladder cancer. The patient reports doing well from a voiding standpoint after the surgery. (B)(6) 2019, had an office visit follow up for possible mesh repair and reported an onset of urinary symptoms in the summer of 2019 (no incontinence prior to that summer). The patient was 5 years out from bladder cancer and last had a follow up cystoscopy in (b)6) 2018 but no information regarding the result. Her urinary symptoms included frequency (voiding every 1-2 hours), small amount of urgency most of the time with a small amount of urge incontinence every time, and leakage when standing. Pelvic exam found deflection of the urethra (30-40 degrees when straining). The patient had no prolapse and there was no evidence of any exposed mesh vaginally. The patient had a cystoscopy (B)(6) 2019 which was unremarkable, and was given 8 week samples of myrbetriq at that visit. The patient took the full 8 weeks, but did not notice much difference with the myrbetriq. She reports perhaps had a little less urgency, but symptoms were otherwise about the same. On (B)(6) 2020, the patient was seen for urodynamics and reported bilateral suprapubic area discomfort/pelvic bone pain intermittently since early summer and had a pelvic ultrasound with her gynecologist. Urodynamics showed sensory urgency, abdominal straining during voiding, possible dysfunctional voiding. Patient was mainly bothered by frequency and urgency symptoms. After several office visits, patient finally had mesh excision on (B)(6) 2020, and had placement of a retropubic autologous fascial urethral sling at the proximal and mid urethra. She also had anterior repair with cystoscopy on (B)(6) 2020. Preoperatively diagnosed with pain with mesh urethral sling. Patient tolerated the procedure well and was transferred to recovery room in stable condition. Patient had significant improvement of symptoms of frequency and urgency with her surgery but still had some mild urge incontinence. Patient was given prescription for myrbetriq 50 mg when she was seen on (B)(6) 2020, but was unable to fill the prescription. She subsequently tried tolterodine ER 4 mg and also tried oxybutynin ER 10 mg, but had no help with either medication. A new prescription for myrbetriq 50 mg was sent march 9, 2021. Additional information received on september 20 and 23, 2022. Pathology result of the mesh excision on (B)(6) 2020 reported mesh - like material with some surrounding scar tissue. On (B)(6) 2020, the patient came to discuss with physician the history of mesh mid urethral sling/tot, frequency, urge incontinence, mild stress incontinence, status post takedown of mesh and placement of autologous fascial urethral sling and anterior repair on (B)(6) 2020. Also discussed urge incontinence and history of ta, grade 2 transitional cell carcinoma of the bladder in (B)(6) 2014. Urologic consultation reported patient was voiding every 1 - 2 hours. Nocturia x3. Patient had urgency most of the time and a small amount of urge incontinence every time. Patient reports some clear to whitish vaginal drainage. No blood. Examination showed suprapubic incision is well - healed. Patient was catheterized for a pvr of 140cc. This was 15 - 20 minutes after voiding. Patient was given cipro 500mg to cover catheterization today. Patient has tiny granulation polyp or blip of vaginal mucosa over the mid urethra. Assessments: 1. History of sub urethral sling procedure. 2. Encounter for screening for other genitourinary disorder. 3. Urge incontinence of urine. Treatment: 1. Patient can resume normal activities. 2. Patient was given samples of myrbetriq 25mg daily for 2 weeks and 50mg daily for 6 weeks. Patient will start with lower dosage. Warned the patient about potential side effects. 3. Return to the office in 2 months for follow up and pelvic exam. (B)(6) 2020 progress note: after the device implant in 2014, the patient did relatively well for several years and stress incontinence was significantly reduced; however, patient started to note increased urinary urgency with some urge incontinence. She was not sexually active at the time but started to note low pelvic pain with a pulling or tugging sensation. She did a self - exam and could feel the mesh almost protruding through the vaginal mucosa. She said the area of felt like "barbed wire" and was tender. She then underwent excision of the vaginal portion of the mesh with a cystocele repair using native tissue in (B)(6) of 2020 in which vaginal tugging sensation and pain was significantly reduced. She continues to note pain involving her thighs both inner and outer and some sitting pain. Also noted an increased stress incontinence with some persistent urgency. Discussed the fact that given her thigh pain issues this most likely secondary to obturator neuralgia. She also could potentially have pudendal neuralgia. Suggested treatment would be removal of the mesh from the groin compartment. Occasionally, unable to locate the mesh due to retraction deep into the groin muscles. On (B)(6) 2021, it was stated in the progress notes that the operative report of (B)(6) 2020 mesh excision does not actually describe how much mesh was removed. The patient presented today for physical examination and to decide on treatment going forward. On (B)(6) 2021, bilateral groin dissection with mesh excision procedure was scheduled on (B)(6) 2021. Physical examination showed positive point tenderness along the right inferior pubic ramus. Vagina shoed a small cystocele. The levator plate is somewhat tender and hypertonic. Could not palpate any residual tvt - o mesh, but there was tenderness associated with the right obturator internus muscle. The right sacrospinous ligament complex is mildly to moderately tender with a negative tinel sign. The patient was taking xanax, zestril, melatonin, desyrel, protonix, wellbutrin, requip, cymbalta, and proventil. Impression: patient with obturator neuralgia, possible some elements of pudendal neuralgia, right greater than left, with retained groin mesh from her tvt - o. (B)(6) 2021 mesh excision: the patient underwent bilateral groin exploration with removal of the remaining mesh. Postoperatively, she had done well and already noted some change in her pain complaints with reduction in her preoperative pain. She was considered stable for discharge the oral analgesics and routine instructions. She will follow up in the office in 1 week. Procedure findings: it was confirmed to be the mesh from her prior tvt - o procedure. The mesh was traced out laterally up toward the skin where it apparently had the exit wound. The muscle and fatty tissue were stripped off the mesh using metzenbaum scissors and again traced up into the subcutaneous tissue. The terminal end of the mesh was identified and with traction it came away free from the underlying tissue. The mesh was then traced medially toward the obturator externus muscle and obturator membrane. With traction, the mesh did snap in the midline. This was the area where there had been a partial transection when the location of the mesh was discovered. The piece of the mesh was held separately. The lateral portion of the remainder of the mesh was grasped and using predominantly sharp dissection with metzenbaum scissors, very carefully skeletonizing the mesh up under the pubic bone into the body of the obturator externus muscle and toward the obturator membrane. With traction, the mesh came free, consistent with complete mesh excision. Careful palpation of the area including onto what appeared to be the obturator membrane failed to disclose any residual mesh. Despite extensive dissection and searching, the mesh on the patient's left side was not identified. Eventually, the mesh did come free with traction consistent with complete mesh excision. The piece of mesh from this side appeared to be significantly longer than the mesh retrieved from the contralateral side. Again, palpation of the obturator externus and obturator membrane failed to disclose any additional mesh consistent with the mesh excision. The patient was awakened in the operating room, brought to recovery room awake, alert, in apparent stable condition. There were no complications. Mesh removal note: two large pieces of mesh recovered from each groin, the mesh on the right side was more superficial and easily removed with minimal muscle destruction, on the left side the mesh was in a much deeper compartment which required more division of the gracilis underlying adductor brevis muscle. It was believed the entire mesh was removed from both sides. Final pathology diagnosis: fibrous tissue and skeletal muscle with chronic inflammation, foreign body giant cell reaction, and foreign body consistent with mesh. (B)(6) 2022 progress notes: it was reported that the patient made good progress since her mesh excision procedure in (B)(6) 2021. The patient will continue with expectant management. If after year from her surgery she remains highly symptomatic, she will return to the physician to discuss next steps and treatment.

Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6) 2014, the implant date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The device was implanted at (B)(6). Block h6: patient codes e1002, e2330, e1301, e1906 and e1715 capture the reportable events of abdominal pain, pelvic, vaginal, and groin pain, dysuria, recurrent infections and scarring. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo device was implanted into the patient during a procedure performed on (B)(6) 2014. As reported by the patient's attorney, the patient has experienced abdominal and pelvic pain, vaginal and groin pain, recurrent infections, incontinence, recurrent prolapse, dysuria, urinary frequency and scarring. Boston scientific has been unable to obtain additional information regarding the event to date.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown; however, it was reported that the patient had an onset of urinary symptoms in summer 2019. Therefore, the event date has been approximated to (B)(6) 2019. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). Block h6: imdrf patient codes e1002, e2330, e1301, e1906, e1715, e2311, e2337, e2006, e0123, e0123 and e1310 capture the reportable events of abdominal pain, pelvic, vaginal, and groin pain, dysuria, recurrent infections, scarring and deflection of the urethra, mesh almost protruding through the vaginal mucosa, obturator neuralgia and pudendal neuralgia, tenderness associated with the right obturator internus muscle; along the right inferior pubic ramus; and right sacrospinous ligament complex, fibrous tissue, skeletal muscle with chronic inflammation and frequent utis. Imdrf impact codes f1903, f1905, f1901 and f1202 capture the reportable events of mesh excision and bilateral groin dissection with excision of the remaining mesh, retropubic autologous fascial urethral sling placement, cystocele repair and not capable of climbing stairs.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo device was implanted into the patient during a procedure performed on (B)(6) 2014. As reported by the patient's attorney, the patient has experienced abdominal and pelvic pain, vaginal and groin pain, recurrent infections, incontinence, recurrent prolapse, dysuria, urinary frequency and scarring. Additional information received january 12, 2022 it was reported to boston scientific corporation that an obtryx system - halo device was implanted into the patient during a tot + biopsy + fulguration of bladder lesion procedure performed on (B)(6) 2014 for the treatment of stress urine incontinence, intrinsic sphincter deficiency and bladder lesions. The procedure was concomitant with a turbt (transurethral resection of bladder tumor) for bladder cancer. The patient reports doing well from a voiding standpoint after the surgery. On (B)(6) 2019, had an office visit follow up for possible mesh repair and reported an onset of urinary symptoms in the summer of 2019 (no incontinence prior to that summer). The patient was 5 years out from bladder cancer and last had a follow up cystoscopy in (B)(6) 2018 but no information regarding the result. Her urinary symptoms included frequency (voiding every 1 - 2 hours), small amount of urgency most of the time with a small amount of urge incontinence every time, and leakage when standing. Pelvic exam found deflection of the urethra, 30 - 40 degrees when straining. The patient had no prolapse and there was no evidence of any exposed mesh vaginally. The patient had a cystoscopy (B)(6) 2019 which was unremarkable, and was given 8 week samples of myrbetriq at that visit. The patient took the full 8 weeks but did not notice much difference with the myrbetriq. She reports perhaps had a little less urgency, but symptoms were otherwise about the same. On (B)(6) 2020, the patient was seen for urodynamics and reported bilateral suprapubic area discomfort/pelvic bone pain intermittently since early summer and had a pelvic ultrasound with her gynecologist. Urodynamics showed sensory urgency, abdominal straining during voiding, possible dysfunctional voiding. Patient was mainly bothered by frequency and urgency symptoms. After several office visits, patient finally had mesh excision on (B)(6) 2020, and had placement of a retropubic autologous fascial urethral sling at the proximal and mid urethra. She also had anterior repair with cystoscopy on march 6, 2020. Preoperatively diagnosed with pain with mesh urethral sling. Patient tolerated the procedure well and was transferred to recovery room in stable condition. Patient had significant improvement of symptoms of frequency and urgency with her surgery but still had some mild urge incontinence. Patient was given prescription for myrbetriq 50 mg when she was seen on (B)(6) 2020, but was unable to fill the prescription. She subsequently tried tolterodine ER 4 mg and also tried oxybutynin ER 10 mg, but had no help with either medication. A new prescription for myrbetriq 50 mg was sent (B)(6) 2021. ---additional information received on september 20 and 23, 2022--- pathology result of the mesh excision on (B)(6) 2020 reported mesh - like material with some surrounding scar tissue. On (B)(6) 2020, the patient came to discuss with physician the history of mesh mid urethral sling/tot, frequency, urge incontinence, mild stress incontinence, status post takedown of mesh and placement of autologous fascial urethral sling and anterior repair on (B)(6) 2020. Also discussed urge incontinence and history of ta, grade 2 transitional cell carcinoma of the bladder in (B)(6) 2014. Urologic consultation reported patient was voiding every 1 - 2 hours. Nocturia x3. Patient had urgency most of the time and a small amount of urge incontinence every time. Patient reports some clear to whitish vaginal drainage. No blood. Examination showed suprapubic incision is well - healed. Patient was catheterized for a pvr of 140cc. This was 15 - 20 minutes after voiding. Patient was given cipro 500mg to cover catheterization today. Patient has tiny granulation polyp or blip of vaginal mucosa over the mid urethra. Assessments: 1. History of sub urethral sling procedure. 2. Encounter for screening for other genitourinary disorder. 3. Urge incontinence of urine. Treatment: 1. Patient can resume normal activities. 2. Patient was given samples of myrbetriq 25mg daily for 2 weeks and 50mg daily for 6 weeks. Patient will start with lower dosage. Warned the patient about potential side effects. 3. Return to the office in 2 months for follow up and pelvic exam. October 29, 2020 progress note: after the device implant in 2014, the patient did relatively well for several years and stress incontinence was significantly reduced; however, patient started to note increased urinary urgency with some urge incontinence. She was not sexually active at the time but started to note low pelvic pain with a pulling or tugging sensation. She did a self - exam and could feel the mesh almost protruding through the vaginal mucosa. She said the area of felt like "barbed wire" and was tender. She then underwent excision of the vaginal portion of the mesh with a cystocele repair using native tissue in (B)(6) 2020 in which vaginal tugging sensation and pain was significantly reduced. She continues to note pain involving her thighs both inner and outer and some sitting pain. Also noted an increased stress incontinence with some persistent urgency. Discussed the fact that given her thigh pain issues this most likely secondary to obturator neuralgia. She also could potentially have pudendal neuralgia. Suggested treatment would be removal of the mesh from the groin compartment. Occasionally, unable to locate the mesh due to retraction deep into the groin muscles. On january 11, 2021, it was stated in the progress notes that the operative report of (B)(6)2020 mesh excision does not actually describe how much mesh was removed. The patient presented today for physical examination and to decide on treatment going forward. On (B)(6) 2021, bilateral groin dissection with mesh excision procedure was scheduled on (B)(6) 2021. Physical examination showed positive point tenderness along the right inferior pubic ramus. Vagina shoed a small cystocele. The levator plate is somewhat tender and hypertonic. Could not palpate any residual tvt - o mesh, but there was tenderness associated with the right obturator internus muscle. The right sacrospinous ligament complex is mildly to moderately tender with a negative tinel sign. The patient was taking xanax, zestril, melatonin, desyrel, protonix, wellbutrin, requip, cymbalta, and proventil. Impression: patient with obturator neuralgia, possible some elements of pudendal neuralgia, right greater than left, with retained groin mesh from her tvt - o. (B)(6) 2021 mesh excision: the patient underwent bilateral groin exploration with removal of the remaining mesh. Postoperatively, she had done well and already noted some change in her pain complaints with reduction in her preoperative pain. She was considered stable for discharge the oral analgesics and routine instructions. She will follow up in the office in 1 week. Procedure findings: it was confirmed to be the mesh from her prior tvt - o procedure. The mesh was traced out laterally up toward the skin where it apparently had the exit wound. The muscle and fatty tissue were stripped off the mesh using metzenbaum scissors and again traced up into the subcutaneous tissue. The terminal end of the mesh was identified and with traction it came away free from the underlying tissue. The mesh was then traced medially toward the obturator externus muscle and obturator membrane. With traction, the mesh did snap in the midline. This was the area where there had been a partial transection when the location of the mesh was discovered. The piece of the mesh was held separately. The lateral portion of the remainder of the mesh was grasped and using predominantly sharp dissection with metzenbaum scissors, very carefully skeletonizing the mesh up under the pubic bone into the body of the obturator externus muscle and toward the obturator membrane. With traction, the mesh came free, consistent with complete mesh excision. Careful palpation of the area including onto what appeared to be the obturator membrane failed to disclose any residual mesh. Despite extensive dissection and searching, the mesh on the patient's left side was not identified. Eventually, the mesh did come free with traction consistent with complete mesh excision. The piece of mesh from this side appeared to be significantly longer than the mesh retrieved from the contralateral side. Again, palpation of the obturator externus and obturator membrane failed to disclose any additional mesh consistent with the mesh excision. The patient was awakened in the operating room, brought to recovery room awake, alert, in apparent stable condition. There were no complications. Mesh removal note: two large pieces of mesh recovered from each groin, the mesh on the right side was more superficial and easily removed with minimal muscle destruction, on the left side the mesh was in a much deeper compartment which required more division of the gracilis underlying adductor brevis muscle. It was believed the entire mesh was removed from both sides. Final pathology diagnosis: fibrous tissue and skeletal muscle with chronic inflammation, foreign body giant cell reaction, and foreign body consistent with mesh. January 17, 2022 progress notes: it was reported that the patient made good progress since her mesh excision procedure in (B)(6) 2021. The patient will continue with expectant management. If after year from her surgery she remains highly symptomatic, she will return to the physician to discuss next steps and treatment. ---additional information received on december 16, 2022--- on (B)(6) 2020, the patient claimed to have anxiety. She claimed she had ptsd. Patient had a history of opioid use disorder in 2001 - 2002. It was also reported that the patient was not capable of climbing stairs. She had frequent utis. On (B)(6) 2021, the patient was reported to have abdominal pain and joint pain. On (B)(6) 2021, review of systems showed patient was positive for nausea and headache. Problems list including restless legs and was prescribed with mirapex which helped and depression. On (B)(6) 2021, patient presented with rectal pain. She had a history in the past for bladder sling that had been surgically removed. The patient was diagnosed with diminutive sigmoid polyp and grade 1 internal hemorrhoids and underwent colonoscopy with cold biopsy removal of polyp procedure. During the procedure, there was a diminutive polyp in the distal sigmoid which was removed with the cold biopsy forceps. This appears to be a benign hyperplastic if not early adenomatous growth. She also had grade 1 internal hemorrhoids. Her pain was most likely from the surgical scarring from the pelvic mesh that was removed. Her pain is most likely neurophatic pain rather than anything visceral related. On (B)(6) 2022, she experienced constipation which believed to be contributing to urinary symptoms.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo device was implanted into the patient during a procedure performed on (B)(6), 2014. As reported by the patient's attorney, the patient has experienced abdominal and pelvic pain, vaginal and groin pain, recurrent infections, incontinence, recurrent prolapse, dysuria, urinary frequency and scarring. Additional information received january 12, 2022 the (B)(6), 2014 incontinence procedure was concomitant with a turbt (transurethral resection of bladder tumor) for bladder cancer. The patient reports doing well from a voiding standpoint after the surgery. On (B)(6), 2019, had an office visit follow up for possible mesh repair and reported an onset of urinary symptoms in the summer of 2019 (no incontinence prior to that summer). The patient was 5 years out from bladder cancer and last had a follow up cystoscopy in (B)(6) 2018 but no information regarding the result. Her urinary symptoms included frequency (voiding every 1-2 hours), small amount of urgency most of the time with a small amount of urge incontinence every time, and leakage when standing. Pelvic exam found deflection of the urethra (30-40 degrees when straining). The patient had no prolapse and there was no evidence of any exposed mesh vaginally. The patient had a cystoscopy (B)(6), 2019 which was unremarkable, and was given 8 week samples of myrbetriq at that visit. The patient took the full 8 weeks, but did not notice much difference with the myrbetriq. She reports perhaps had a little less urgency, but symptoms were otherwise about the same. On (B)(6), 2020, the patient was seen for urodynamics and reported bilateral suprapubic area discomfort/pelvic bone pain intermittently since early summer and had a pelvic ultrasound with her gynecologist. Urodynamics showed sensory urgency, abdominal straining during voiding, possible dysfunctional voiding. Patient was mainly bothered by frequency and urgency symptoms. After several office visits, patient finally had mesh excision on (B)(6), 2020, and had placement of a retropubic autologous fascial urethral sling at the proximal and mid urethra. She also had anterior repair with cystoscopy on (B)(6) 2020. Preoperatively diagnosed with pain with mesh urethral sling. Patient tolerated the procedure well and was transferred to recovery room in stable condition. Patient had significant improvement of symptoms of frequency and urgency with her surgery but still had some mild urge incontinence. Patient was given prescription for myrbetriq 50 mg when she was seen on (B)(6), 2020, but was unable to fill the prescription. She subsequently tried tolterodine ER 4 mg and also tried oxybutynin ER 10 mg, but had no help with either medication. A new prescription for myrbetriq 50 mg was sent (B)(6), 2021.

Manufacturer narrative:
Additional information: a2: dob, a4, b2, b3, b5, b6, b7, d6b, h6: patient codes and impact codes. Block b3 date of event: the exact event onset date is unknown; however, it was reported that the patient had an onset of urinary symptoms in summer 2019. Therefore, the event date has been approximated to (B)(6), 2019. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr.(B)(6) (B)(6) hospital. Block h6: patient codes e1002, e2330, e1301, e1906, e1715, e2311 and e2337 capture the reportable events of abdominal pain, pelvic, vaginal, and groin pain, dysuria, recurrent infections, scarring and deflection of the urethra. Impact codes f1903 and f1905 capture the reportable events of mesh excision and retropubic autologous fascial urethral sling placement. Block h10: the removed mesh is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.